Event description:
During baxter's eval it was found that a spectrum pump failed flow rate testing low. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval experienced the failed flow test, caused by the unit being out of spec. The device was recalibrated to ensure future accurate flow rate.